Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During procedure, the lp helix got caught on tissue. Fluoroscopy was performed and confirmed the helix was stretched. The physician replaced the lp during procedure. The patient experienced no adverse consequences.